Event description:
A dynaflex device was implanted, date not indicated. The entire device was removed from the patient and replaced on 07/31/97, reason not indicated. Ams has requested additional information.